Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Medwatch (manufacturing site) was updated.

Event description:
The customer alleged they received questionable ph, be, and chco3 results for two patients on their cobas b 221 analyzer (analyzer 1). The samples were also tested on another b 211 analyzer, serial number (B)(4) (analyzer 2). Analyzer 1 was testing capillary blood samples, and analyzer 2 was testing arterial blood samples. Patient one's initial ph result from analyzer 2 was 7.167. The sample was tested on analyzer 1 and the result was 7.323. The sample was repeated on analyzer 1 again and the result was 7.324. The sample was finally retested on analyzer 2 and the result was 7.136. Patient one's initial be result from analyzer 2 was -8.5 mmol/l. The sample was tested on analyzer 1 and the result was 0.1 mmol/l. The sample was repeated on analyzer 1 again and the result was 0.4 mmol/l. The sample was finally retested on analyzer 2 and the result was -10.9 mmol/l. Patient one's initial chco3 result from analyzer 2 was 17.4 mmol/l. The sample was tested on analyzer 1 and the result was 26.6 mmol/l. The sample was repeated on analyzer 1 again and the result was 26.9 mmol/l. The sample was finally retested on analyzer 2 and the result was 15.7 mmol/l. The customer stated discrepant results were reported outside the laboratory. The incorrect results from analyzer 1 indicated a shift toward alkalosis. The patient had acidotic kidney failure. The discrepant results lead to a delay in dialysis therapy for 12 hours. The doctor did not trust the measurements, so no treatment was given. There was no harm to the patient's health. On (B)(6) 2013, patient two's initial ph result was 7.430 from analyzer 2. The repeat result from analyzer 1 was 7.603. Patient two's initial be result from analyzer 2 was 2.7 mmol/l. The repeat result from analyzer 1 was 15.4 mmol/l. Patient two's initial chco3 result from analyzer 2 was 26.5 mmol/l. The repeat result from analyzer 1 was 38.2 mmol/l. It was unclear if any of patient two's results were reported outside the laboratory. The customer stated patient two had treatment delayed due to the discrepant results. The patient was not harmed by the event. The customer stated the ph electrode had the following numbers, 80153 - 23658, but no other information was provided. Be and chco3 are calculated results. The lot numbers and expiration dates were not provided for any of the electrodes or reagents of the assays used to calculate be and chco3 except for the ph electrode. The field service representative checked the system. He replaced the ph, reference, and scon electrodes. The pump tube was replaced. Comparison measurements were done using the analyzers involved in this event and a new system.

Manufacturer narrative:
The ph, scon, and reference electrodes were returned for investigation. Short tests with three blood samples were performed and showed no deviation in the measured results. Measurements with whole blood at different levels were then carried out. The ph electrode was discovered to be out of calibration. The blood gas measurement chamber was opened and the reference electrode was completely crystallized. The reference electrode was changed and the measurement were repeated and within specification. The reference electrode was examined and showed a small leakage where the tube is glued to the membrane of the electrode. It was also noted that the electrode had been expired by for six months. A review of the instrument showed a poor standard deviation of the ph quality control for approximately the last three weeks. The results were largely in range, but there had been a single out of range result the day before. The ph electrode also showed a single calibration failure. A more thorough follow up of the qc and calibration issues by the user would have identified the defective electrode. The root cause of the problem was determined to be the leaking reference electrode.

Manufacturer narrative:
This supplemental report is to update the analyzer names. In the initial submission, "b4" and "b6" were used as short-hand designations for the 2 analyzers involved. The analyzer referred to as "b4" has been changed to "analyzer 1". The analyzer referred to as "b6" has been changed to "analyzer 2".

Manufacturer narrative:
Upon further investigation, it was determined the manufacturer guaranteed in-use life time for reference electrodes is 52 weeks. When reference electrodes are used far beyond the in-use lifetime, kcl solution, which is used within the electrode, may slowly seep out of the electrode. This leakage is caused by the aging glue and shrinking membrane within the electrode. This issue may result in biased, erroneous results for the ph and sodium (na) parameters. The other ion parameters are not affected. A revision of the software is planned, indicating a "maintenance reminder" for the reference electrode change. The reference manual will be updated. The customers will be provided the work around on finding the information regarding the maintenance of the reference electrodes.

Manufacturer narrative:
The second analyzer involved in this complaint known as analyzer two was a cobas (B)(4) analyzer, not a cobas (B)(4).

Event description:
The customer alleged they received questionable ph, be, and chco3 results for two patients on their cobas b 221 analyzer (analyzer 1). The samples were also tested on another b 211 analyzer, serial number (B)(4) (analyzer 2). Analyzer 1 was testing capillary blood samples, and analyzer 2 was testing arterial blood samples. Patient one's initial ph result from analyzer 2 was 7.167. The sample was tested on analyzer 1 and the result was 7.323. The sample was repeated on analyzer 1 again and the result was 7.324. The sample was finally retested on analyzer 2 and the result was 7.136. Patient one's initial be result from analyzer 2 was -8.5 mmol/l. The sample was tested on analyzer 1 and the result was 0.1 mmol/l. The sample was repeated on analyzer 1 again and the result was 0.4 mmol/l. The sample was finally retested on analyzer 2 and the result was -10.9 mmol/l. Patient one's initial chco3 result from analyzer 2 was 17.4 mmol/l. The sample was tested on analyzer 1 and the result was 26.6 mmol/l. The sample was repeated on analyzer 1 again and the result was 26.9 mmol/l. The sample was finally retested on analyzer 2 and the result was 15.7 mmol/l. The customer stated discrepant results were reported outside the laboratory. The incorrect results from analyzer 1 indicated a shift toward alkalosis. The patient had acidotic kidney failure. The discrepant results lead to a delay in dialysis therapy for 12 hours. The doctor did not trust the measurements, so no treatment was given. There was no harm to the patient's health. On (B)(6) 2013, patient two's initial ph result was 7.430 from analyzer 2. The repeat result from analyzer 1 was 7.603. Patient two's initial be result from analyzer 2 was 2.7 mmol/l. The repeat result from analyzer 2 was 15.4 mmol/l. Patient two's initial chco3 result from analyzer 2 was 26.5 mmol/l. The repeat result from analyzer 1 was 38.2 mmol/l. It was unclear if any of patient two's results were reported outside the laboratory. The customer stated patient two had treatment delayed due to the discrepant results. The patient was not harmed by the event. The customer stated the ph electrode had the following numbers, 80153- 23658, but no other information was provided. Be and chco3 are calculated results. The lot numbers and expiration dates were not provided for any of the electrodes or reagents of the assays used to calculate be and chco3 except for the ph electrode. The field service representative checked the system. He replaced the ph, reference, and scon electrodes. The pump tube was replaced. Comparison measurements were done using the analyzers involved in this event and a new system.